Manufacturer narrative:
Device evaluated by MFR? Device evaluation is not necessary as the infection is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that a patient's device was explanted due to an infection. Follow-up clarified that both generator and lead were explanted and that the infection was in the neck, at the electrode site. It was stated that the physician did not know the cause of the infection. Device history records were reviewed for the devices. Both were confirmed to have been sterilized and passed all quality inspections prior to distribution. No further relevant information has been received to date.